Event description:
The customer reported via phone call that she had an issue where her pump alarms in the middle of the night that she is low or high. Customer stated that the backlight does not work. Customer was assisted with turning the backlight on and she was able to do it. Customer stated that there are times when her blood glucose drops and it alarms her and suspends in the middle of the night. Customer checks her blood glucose and drinks either soda or juice and treats it. Customer then unsuspends the pump and 3 minutes later it goes back into suspend and alarms. Customer stated that she can't go back to sleep even though she treated the low. Customer stated that when she wakes up, her blood glucose is over 400 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.